Event description:
It was reported that the handpiece performed as expected during the procedure. After the procedure, the nurse was removing the batteries and reported that there was liquid and a strange smell in the battery pack. There was no patient involvement and no reports of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Only the battery pack was returned, not the complete handpiece. According to the investigation, gray and black powder identified as battery acid and residues of a leaking battery were detected inside the battery housing and on the batteries. The root cause could not be determined, as the cord between the handpiece and battery pack had been cut.